Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced unexplained high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. The infusion set had a bent cannula, was not sticking, and had irritation at the site after two days. The customer's mother was unable to troubleshoot. He treated his high blood glucose level with manual injections and infusion set changes. The device was not returned.